Manufacturer narrative:
On (B)(4) 2013, the doctor reported during a follow up phone call that the patient has not returned to the office and no appointment has been made. Regulatory affairs will update this complaint if any further info is received.

Event description:
A doctor alleged the maxcem elite had while seating a crown for a patient causing open margins.

Manufacturer narrative:
On (B)(6) 2013, a follow up phone call was made with the doctor, the doctor reported that the patient is schedule for a check up appointment to see if the bridge needs to be replaced. To date, the patient is doing well.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The doctor grind the incisal edges to bring the bridge to occlusion. The product was not returned. The lot number 4720577 alleged in this report has been identified as an affected lot which is part of an ongoing maxcem elite recall. A DHR review revealed that the product was released within specifications. In addition, no similar complaints were received with this lot.